Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. Cine images were provided and reviewed by an abbott clinician and the review confirmed the reported difficulties; however, a definitive cause for the difficulties was not provided. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and a definitive cause for the difficulties could not be determined. The single leaflet device attachment (slda) resulting in recurrent mr may have been due to the torn leaflet due to anatomical conditions; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report single leaflet device attachment/slda), medical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. On (B)(6) 2019, one clip was implanted, reducing mr to 1-2. On (B)(6) 2019, during a followup visit, it was discovered that the clip detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4. It was noted tissue damage. On (B)(6) 2019, the patient underwent a second mitraclip procedure to stabilize the slda. The tissue damage was not treated. One ntr clip was implanted, reducing mr to 2-3. No additional information was provided.